Event description:
The initial reporter received questionable elecsys afp assay, elecsys ca 15-3 ii assay, elecsys total psa immunoassay and elecsys free psa immunoassay results for two patient samples tested on a cobas 8000 e 801 module. The initial results were reported outside of the laboratory. The repeat results were deemed correct as they were compatible with the clinical picture of the patient. The reporter issued a corrected report to the medical staff. Sample 1 had an initial afp result of 0.908 ng/ml with a data flag. The repeat result was 1.5 ng/ml. The initial ca 15-3 result was 1.5 u/l with a data flag. The repeat result was 15.4 u/l. The initial total psa result was 0.006 ng/ml with a data flag. The repeat result was 1.9 ng/ml. Sample 2 had an initial total psa result of 4.0 ug/l with a data flag. The repeat result was 5.4 ug/l. The initial free psa result was 0.4 ug/l. The repeat result was 0.8 ug/l. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The analyzer gave procell short and pre-clean short alarms. The customer changed the sample probe, primed the system, replaced the pre-clean solutions and performed qc. The patient samples were rerun and the results were corrected. After the customer's corrective actions, no further issues were noted. The investigation determined the customer's actions resolved the issue. The investigation did not identify a product problem.